Manufacturer narrative:
According to the customer, on (B)(6) 2025 upon sitting on the device, "one of the rollator's wheels detached, causing the patient to fall." The customer reported that "during the fall, the patient struck the right side of her head against the cabinet" and "sustained injuries to her right arm, neck, and the right side of her head." The customer said that at the time of the incident "the rollator was reportedly stationary and locked." The customer stated that the user was evaluated in the emergency room and that "x-rays were performed, and results were normal." The customer reported that the user sustained a right ear laceration that "required stitches." The customer said the user had "neck, right arm soreness and bruising," and "head impact." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 upon sitting on the device, "one of the rollator's wheels detached, causing the patient to fall."

Manufacturer narrative:
Updated to h6: investigation findings (c).